Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer pushed down hard on the syringe needle and the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process with cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer used more force when filling a second cartridge and was able to successfully resume insulin delivery.